Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The plant investigation was unable to confirm the event nor identify a cause, however, based on the technician inspection of the device, the reported event is confirmed and the cause was traced to a component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced low voltage. There was no patient involvement, harm or adverse event reported. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection, the power source was found burned due to a variation of voltage from the unit. The power source was replaced and tests were completed. It was confirmed that the equipment turned on correctly and the 24 volt low alarm had disappeared. The machine was rinsed and after operational tests were completed, the equipment was left functioning correctly. No sample is available to return to the manufacturer. This report was received from fresenius (B)(4).